Event description:
It was reported that the pt was diagnosed in 2006 with bacterial meningitis. The pt has several other diagnosis in addition to the meningitis. The patient's mother reported that the bacterial meningitis was the main diagnosis. The mother reported that the patient was on antibiotics and under close observation. The pt was placed on a ventilator to assist with her breathing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. Additionally, information from further clinical assessment was requested. When available, an analysis will be submitted as a follow-up report.